Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 our (B)(6) affiliate received an email from a patient (pt) who reported that while wearing the acuvue advance brand contact lenses he/she was diagnosed with an ulcer and a ¿surgery.¿ the pt reported that the eye care professional (ecp) told the pt that ¿it was because of the contact lenses.¿ on 03may2017 additional information was received as follows: pt reports a corneal ulcer in the left eye; treatment: scraping, removal of the ulcer, eye plug and eye drops with antibiotic for several days (names of the medication not provided); anti-edema eye drops for six months at night (medication name not provided); current state: normal vision is recovered, corneal scarring, in treatment with eye drops for ¿anti-edema¿ for six months, then ¿revision.¿ on 04may2017 additional information was received: the pt reported that the date of the ophthalmologist visit was (B)(6) 2017, but reports that the symptoms started about one week prior; pt also reports that ¿after eliminating the ulcer¿ tobrex eye drops with antibiotic and xicil eye drops were prescribed for lubrication; pt reports that he/she is currently using the colircusi eye drops (anti-edema) and other eye drops for lubrication. No additional medical information has been received. Additional information has been requested. It is unknown if the suspect product is available for return. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002rk9 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.